Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms. When the lead was removed from the patient, the helix did not extend/retract properly and a fracture was suspected. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms. When the lead was removed from the patient, the helix did not extend/retract properly and a fracture was suspected. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.